Event description:
Clinical study. Same case as 6000093-2006-02490. It was reported that 23 months after a coronary drug eluting stenting treatment procedure, the patient expired. Lesion 1 was a 3.5mm, 95% stenosed, 12mm long portion of a saphenous vein graft located in the right posterior descending artery (r-pda). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.50x32mm study stent in the target lesion. The lesion was post dilated. Lesion 2 was a 3.5mm, 80% stenosed, 25mm long portion of the r-pda). The physician treated the lesion with direct stent placement of a 3.50x16mm taxus express2 study stent in the target lesion overlapping the previously placed stent by 2mm. The lesion was post dilated. The patient was discharged the next day on plavix and aspirin. Twenty three months after the initial procedure, the patient expired. There was no autopsy. In the opinion of the physician, the cause of death was congestive heart failure.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.